Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was running high. The customer stated that she did four set changes in four days and used a new insulin vial but still could not bring the blood glucose below 300 mg/dl. The customer had an asthma attack, vomited, and was treated with a manual injection. The blood glucose reading at the time of the incident was 458 mg/dl. The customer also experienced symptoms of headache and feeling hot. The customer reported that the drive support disk appeared normal and recessed. The date was incorrect and the customer declined to check for air bubbles or leaks in the reservoir or tubing, site or insulin issues, and the basal or bolus settings. The customer received a call from her doctor and hung up and a follow up message was left advising to call back.